Event description:
It was reported the atrial lead had impedance of 109 ohms bipolar and capture threshold were 4 volts with no capture in unipolar polarity. Insulation breach was suspected. No patient complications have been reported as a result of this event. Later review of manufacturer's database revealed the patient had expired. Follow up reported device check (B)(6) 2008 showed atrial lead warning with low impedance in bipolar. Reprogramming had been tried, but patient would not tolerate unipolar. Scheduled to follow up in one month. In (B)(6) 2009, cardiologist questioning pacemaker malfunction and told "top lead not working." The cause of death has been requested and not received.

Event description:
Caller states the patient tested 6.3 inr on the coaguchek xs system and 3.1 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.